Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that keyboard was not working. A technical support specialist informed the customer that the keyboard issue in the emergency department was resolved after performing a hard reboot. The built-in keyboard initially had no lights and none of the keys were functioning. After troubleshooting and rebooting the system, the issue was resolved. I advised the customer of the case ID number and confirmed that the ticket would be closed since the problem was fixed. The customer acknowledged this update. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the keyboard was not working, there was no light on the keyboard and none of the keys were functioning. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from main pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.